Event description:
It was reported that the lead was experiencing noise. It is believed that this lead to inappropriate anti-tachycardia pacing as well as aborted therapies. The physician explanted and replaced the lead.

Manufacturer narrative:
No medwatch form was received.